Event description:
It was reported that two synframe half ring devices failed inspection routine inspection due to both parts missing a screw. There was no report of patient or surgical involvement. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Manufacturing site corrected to unknown due to report from jde. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot #1221134 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. Service & repair evaluation: the customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hew screw m7 x 0.75, stop screw. This item was repaired per the service manual, passed synthes final inspection, and was returned to the customer on june 24, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.